Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
Two weeks after the rib plate was implanted, patient had a chest x-ray where dr. (B)(6) noticed the plate had fractured. It was reported the patient was potentially non-compliant post procedure.

Manufacturer narrative:
Klm confirmed lot number is 33164547. An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. A review of the product device history files was performed based on the lot number provided. No discrepancies were found in this investigation. The root cause for the failure cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.